Event description:
Unomedical reference number: (B)(4). Event occurred in united states. The patient reported that she had faced bent cannula issues which led to no deliveries. She self-treated with multiple daily injections. She had nausea, vomiting and blood glucose level of 789 mg/dl along with diabetic ketoacidosis. Subsequently she was hospitalized and was in the intensive care unit for the last three days. The infusion was changed a day prior to the hospitalization. The site of location was her abdomen. Currently, her blood glucose was 162 mg/dl. The patient was hospitalized many times for about a week with similar issues previously. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.